Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the rcd (residual current device) breaker tripped. To resolve the issue fse reseated rcd breaker and switched on the machine. Following the repairs, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.